Event description:
A malfunction on a pump was reported by the caller, who indicated that no notable events occurred prior to the malfunction and the issue did not adversely impact the customer's blood glucose level. The malfunction code, identified as malf 12, was resettable, and the technical support team provided information and assistance to reset the pump. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was instructed to contact technical support if the malfunction code appeared again, which the caller understood and acknowledged.